Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) canada, alleging that his onetouch verio reflect meter continued to display the apply sample message instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2025. The patient manages his diabetes with insulin. The patient denied taking any action in regard to his normal diabetes management as a result of the alleged issue. The patient reported developing symptoms of ¿stressed out, felt like a drunk person, mind blanked out, mental fog and distress¿ 2 days after the alleged issue began. In response to the symptoms, the patient reported attending the hospital where he was treated with glucose gel. The patient mentioned receiving a blood glucose result of ¿21.9 mmol/l¿ on the hospital meter after receiving treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca determined the correct strips were being used for testing. The patient declined to complete the troubleshooting process. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.